Event description:
A renegade hi flo catheter was going to be used for therapeutic purpose. Before the procedure, while pulling product out of package, the catheter broke. The procedure was completed with another device.